Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2014 with the following results:a review of the pump¿s black box showed no evidence of short battery life or excessive battery use. No battery cap was returned with the pump; the battery compartment was cracked and a test battery cap was unable to fully tighten on to the pump. No power loss was observed. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.